Manufacturer narrative:
D4 and h4.

Event description:
Additional information received indicated the ble issue was resolved by correcting the ICD product information. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.